Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bowel segment removal and anastomosis at low anterior resection location, the device was fired with complete intact donuts, and ¿b¿ shaped staples. However, leak was still present during leak test. The same result when they fired the second device. The surgeon attempted to over sew the leak unsuccessfully and the surgeon re-do a 2nd anastomosis attempt which added time. Total added time estimated at 45 minutes. Diverted ostomy was done to temporarily resolve issue. There was unanticipated tissue loss and tissue damage as a result of the problem. It was also noted that the patient will have to have ileostomy reversed and anastomoses completed.